Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked in two places and there was visible rust/corrosion inside the battery compartment. Leak testing failed due to leaks at the battery compartment. Additionally, the display was dim, fading, and discolored. Unrelated to these issues, investigation revealed that the keypad was torn and peeling at the ok keypad button, however all buttons responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, there was corrosion in the battery compartment, and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.